Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Clinical factors that may have contributed are multifactorial and may be attributed to recent pump exchange, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state. The root cause of the incident can be attributed to the death that was related to the withdraw of care and contributing factor of the heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports ((B)(4) / MFR. 3007042319-2017-02527 and (B)(4) / MFR. 3007042319-2015-01417) submitted for devices related to the same patient.

Event description:
It was reported from the clinical study site that the patient was retaining carbon dioxide (co2) and had respiratory difficulty with worsening opacification of right lung suggesting infectious vs inflammatory process despite antibiotic treatment. He ultimately required tracheostomy on (B)(6). Ultimately the wife and family opted for withdrawal of care on (B)(6) 2017 and expired later that day at 18:41. Per death certificate patient died of heart failure. This patient had been hospitalized since having a pump thrombus and then pump exchange and eventually withdraw of care, until death. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the clinical study site that on (B)(6) 2017, patient was maintained on pressors overnight with urine output slightly low until dopamine was started. Weight was (B)(6) kg. Left ventricular assist device (lvad) settings showed flow of 4.8 l/min, speed of 2760 rpm, and power of 4.1 watts. Central venous pressure (cvp) was 12. Patient had 2+ extremity edema bilaterally. The extremities felt warm and well-perfused. On (B)(6) 2017, patient output was about 5 liters. On (B)(6) 2017, patient still had volume overload but good diuresis. Patient had 2+ extremity edema bilaterally. The extremity felt warm and well-perfused. Weight decreased to (B)(6) kg. Lvad settings showed flow of 6.4 l/min, speed of 2860 rpm, and power of 5.2 watts. Patient was given intravenous (IV) lasix with good diuresis. On (B)(6) 2017, weight was (B)(6) kg. On (B)(6) 2017, computed tomography (CT) of the chest showed slight interval increase in right pleural effusion with associated atelectasis. Slight interval increases in right ground glass and consolidative nodular opacities that may represent asymmetric pulmonary edema versus atypical infection. Unchanged left hydropneumothorax with associated atelectasis. Increased pericardial and anterior mediastinal fluid surrounding the heart and aortic root of unknown significance. Pseudoaneurysm and infection were not excluded. On (B)(6) 2017, chest x-ray showed unchanged heterogenous opacities right lung which may reflect atypical infection or asymmetric edema; bilateral effusions appeared unchanged. On (B)(6) 2017, patient had acute decline in the past 24 hours. Patient had 2+ edema bilaterally. The extremities felt cool. He remained on dopamine, epinephrine, and vasopressin. Lvad parameters showed flow of 6.6 l/min, speed of 2920 rpm, and power of 5.3 watts. No speed changes were made. Patient spouse stated that further surgery and dialysis were not within the patient¿s goals of care. The plan was to continue current care over the weekend to treat reversible processes. On (B)(6) 2017, patients spouse and family ultimately opted to withdraw care. Later that day, he expired. Time of death was 1841. The immediate cause of death was heart failure, congestive. Underlying cause of death was sepsis. No autopsy was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s spouse stated that the patient ¿was on medications, but not any that would disorient¿ patient ¿was starting to feel better so it was easy for patient to let guard down¿.no further patient complications have been reported as a result of this event.